Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii, rupture.

Event description:
Patient reported "extremely fibroglandular", "rounded appearance and radial folds", "capsular enhancement, commonly associated with capsular contracture", "small amount of fluid is present around the implant", "protein-rich content cyst", "intact" and "signs commonly associated with capsular contracture". Later healthcare professional reported "capsular contracture baker grade iii", "intracapsular rupture" and "silicone touched the patient". This record is for the right side. Device remains implanted.